Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the consumer that the scale print on a bd¿ insulin syringe with bd ultra-fine¿ needle was found ¿incorrect and/or shifted¿ before the injection. There was no exposure, injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: customer returned six loose 3/10cc, 6mm syringes. Customer states that the scale print is incorrect/shifted. All returned syringes were tested using the plug gauge and the placement of the scale markings all fell within specifications. A review of the device history record was completed for batch# 7254984. All inspections and challenges were performed per the applicable operations qc specifications. There were two notifications noted for excessive ink. There was one notification noted for scratched print. There were six notifications noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.